Event description:
In one day, unit went through 3 minnesota tubes on one patient. The reason we went through 3 was because all 3 had the gastric balloon rupture. The first one ruptured before we could even place traction but the other 2 we were able to place traction, you could see the balloon clearly on x-ray and they held pressure for 15-20 minutes before they ruptured. The patient had no clips or anything that would have caused this. Lot #'s were recorded and pictures of the ruptured balloons were taken but product was not saved. Inserting provider used magill forceps but only after manually inserting it as far as it would go - the magill forceps never touched the gastric balloon. Providers inflated the 3rd before insertion to check for leaks but not the first 2.